Event description:
This is a spontaneous report by a consumer from the (B)(6) of fever, break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique described as "did not wear a mask" and a fever occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by 1week abdominal pain, cloudy effluent, low grade fever and abdominal tenderness. The cause of the peritonitis was a break in aseptic technique. The patient was hospitalized on (B)(6) 2010 for the peritonitis. On an unknown date, the remedial medication of ciprobay (500mg, bid) was started. It was not reported whether the patient was retrained in aseptic technique. It was unknown if pd therapy was ongoing. It was unknown if the peritonitis resolved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique or the fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.